Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter as measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 186 mm distal to the distal end of strain relief as well as multiple kinks located immediately distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-jan-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 75% stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The physician decided to overlap two other stents but it did not cross as well. The procedure was abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.